Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that following a left total knee arthroplasty surgery performed on (B)(6) 2010, in the third year postoperatively, the patient began to experience increasing pain, stiffness, and swelling. Follow-up examination and x-rays revealed varus loosening of his tibial component which was considered aseptic based on his preoperative assessment. Based on the evidence, a first revision surgery was approached on (B)(6) 2014 to exchange the genesis ii total knee tib baseplate due to tibial loosening. The patient outcome is resolved.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation revealed that the documentation notes inflammatory markers were within normal limits and effusion aspirate was negative for infection on culture, albeit showed a mildly elevated cell count. The revision operative note indicated the extremely large 6¿8¿ 400lb male patient had ¿mechanical loosening of prosthetic joint¿ with post-operative diagnosis of ¿probable aseptic loosening left tibial component resulting in a failed left total knee arthroplasty¿. Findings included a moderate amount of ¿cheesy fibrinous exudate noted in the joint but no gross purulence. Due to the appearance of cheesy exudate, a sizeable portion of synovium was sectioned and sent for frozen section. Pathology revealed no acute inflammation¿ and a radical/complete synovectomy was performed. ¿gross loosening¿ of the tibial component allowed removal ¿without difficulty¿ leaving a good portion of cement behind, which was meticulously removed. Legion revision system was utilized to revise the tibia with minimal bone loss. Femoral component was retained. Although the event was reportedly resolved, the current patient status is unknown. A definitive clinical root cause could not be concluded based on the revision op note alone; however, the patient¿s body mass index of 44-45 cannot be ruled out as a potential contributing factor to the reported probable aseptic loosening of the tibial component. A component malperformance cannot be confirmed. The patient impact included the reported symptoms and subsequent revision. A transient post-surgical restorative phase would be anticipated. A review of the instructions for use documents for knee systems revealed in possible adverse effects that looseness of components can result from trauma, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient's body mass index, abnormal motion over time, bone degeneration, inadequate integration between the cement and bone/implant, osteolysis and/or injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.